Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records could not be reviewed as the batch/lot number is unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the exact number of patient procedures? How many devices demonstrated the alleged deficiency on each involved patient event? What was the name of the procedure? What was the procedure date? What are the lot numbers involved? When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? What was used to complete the procedure? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported by the sales rep that during a total knee arthroplasty (tka) procedure, the needle keeps popping off the suture. No further information provided. Device is not available for return. No adverse patient consequences were reported. Additional information was requested.